Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that there was a device header issue.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads dislodged. Both were to be repositioned, however the rv lead helix could not be retracted and upon removing the lead from the patient, there was tissue in the lead tip. The lv lead was dropped from the sterile field. The lead were not re-used and new leads were implanted. When the physician connected the new rv lead to the chronic device, the high voltage impedance measured high. It was re-inserted into the device header with the same result and when the lead tested within normal limits through the lead analyzer, the physician requested a new device. The chronic device was explanted and replaced. No patient complications have been reported as a result of this event.